Event description:
It was reported that while on a trip in the mountains at high altitudes, the pt was airlifted to the hosp in 2007. She experienced unconsciousness, stopped breathing and was placed on a ventilator. The pt was placed in the intensive care unit, and "just woke up one day". The pump contained morphine. No other info was provided at the time of this report.